Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk), the device would not power up. Complainant indicated that they did not have electrode pads attached to the device. Complainant indicated that subsequent testing did not duplicate the reported malfunction. Complainant indicated that the pt subsequently expired; however, it was not a result of the reported malfunction.